Manufacturer narrative:
Follow-up with the user facility revealed that the involved product/package was misplaced at the user facility and will not be returned to conmed for evaluation. Without the involved product and its packaging, an evaluation could not be performed and the root cause of the alleged "packaging anomaly" therefore was unable to be determined. This lot #201601074 was manufactured on 07-jan-2016. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. A 2-year review of the complaint history for the device family shows there have been a total of (B)(4) complaints received including this one with a quantity of (B)(4). Of the quantity of (B)(4), only (B)(4) confirmed units that resulted in breach of sterility. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no serious injuries or death related to the reported problem of "packaging anomaly". This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. The packaging anomaly was obvious to the surgical staff during set up and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered. Device was misplaced at user facility.

Manufacturer narrative:
Despite the follow-up requests made to the customer for the product to be returned for evaluation, to date the product and its packaging still have not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that a corner of the inner bag containing the c7120 apex arthroscopy tubing set, one connection was found between the seal of the outer packaging. This was discovered by the surgical staff during set up thus there was no patient involvement. Another like-device was used and the procedure completed as planned with no patient impacted. This reported of packaging anomaly is being filed as a malfunction due to potential of sterility breach and the risk of patient injury with recurrence.